Event description:
This is a spontaneous report by a physician from (B)(6) of sterile peritonitis and pain upon instillation of extraneal coincident with extraneal viaflex therapy. On (B)(6) 2009, the patient began treatment with extraneal viaflex once a day (dose not reported) via capd (continuous ambulatory peritoneal dialysis) for end stage renal disease (esrd) and hypertension. On (B)(6) 2010, the patient began extraneal viaflex (either 2000 or 2500 ml once daily) via apd (automated peritoneal dialysis) for end stage renal disease (esrd) and hypertension. On (B)(6) 2010, the patient was hospitalized for sterile peritonitis. Treatment provided if any was not reported. On (B)(6) 2010, the patient was discharged from the hospital. It was not reported if the event resolved. On (B)(6) 2010, the patient again hospitalized for sterile peritonitis. On (B)(6) 2010, a peritoneal effluent culture prior to the initiation of antibiotic therapy was negative. Treatment provided, if any was not reported. On (B)(6) 2010, the patient was discharged from the hospital. It was not reported if the event resolved. On (B)(6) 2010, the patient experienced pain upon instillation of extraneal. On (B)(6) 2010, the patient was again hospitalized for sterile peritonitis. Beginning (B)(6) 2010, the patient received treatment with fortum 1 gm once d ay ip and keflin 1 gm once a day ip, both of which continued until (B)(6) 2010. Beginning (B)(6) 2010, the patient received treatment with meronem I gm intravenous (IV) which continued until (B)(6) 2010. On (B)(6) 2010, the patient's pd catheter was surgically removed. It was not reported when pd therapy had been discontinued. On (B)(6) 2010, the patient recovered from the sterile peritonitis and was discharged from the hospital. On an unreported date, the patient recovered from the pain upon instillation of extraneal. The physician believed the event of sterile peritonitis was probably related to extraneal therapy. The physician did not provide an opinion of causality for the event of pain upon instillation of extraneal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.